Manufacturer narrative:
Concomitant medical product: 5076-45 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead demonstrated no capture at an in office follow up. Imaging verified the lead dislodged. The physician chose to explanted and replaced after having difficulty freeing the lead within the pocket. No patient complications have been reported as a result of this event.